Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this was found to be a duplicate of an event already reported in manufacturer report number 9610595-2025-00774 (patient identifier (B)(6)). Refer to that report for all relevant information on the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for an unspecified number of colony forming units (cfus) of pseudomonas spp. The device was retested, and it tested positive for unspecified bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.